Manufacturer narrative:
Note: the exact day and year of the implant date are unknown; the month of implantation was november. The exact day and exact year of the event date are unknown, but the event month is february. Complaint conclusion: as reported to us by medical affairs, the daughter of a cordis optease patient called for medical information and additionally reported adverse events. On an unknown date in november the patient had an optease filter implanted in an unspecified vessel for an unspecified reason. On an unknown date the patient experienced an unspecified event which resulted in an unspecified surgery. The daughter of the patient reported that the filter was put in prior to this surgery but could not be further clarified. Four weeks after implant on an unknown date in february the patient experienced an unsuccessful "attempt" to remove the filter as the filter is crooked or angled and it could not be "lassoed" to remove it. ). The retrieval difficulty experienced by the costumer may have been related to the length of time the filter was deployed in the patient. The IFU states that the indication is for up 14-23 days. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. No further information could be obtained as daughter of patient stated she had to go. The implanting surgeon and facility could not be obtained at time of call. The product remains implanted in the patient; therefore it was not available to be returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Various complications have been reported with use of retrievable ivc filters. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the IFU as such. The timing and mechanism of the filter tilt remains uncertain. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by medical affairs, the daughter of a cordis optease patient called for medical information and additionally reported adverse events. On uuuu/nov/uu the patient had an optease filter implanted in an unspecified vessel for an unspecified reason. On uuuu/uuu/uu, patient experienced an unspecified event which resulted in an unspecified surgery. The daughter of the patient reported that the filter was put in prior to surgery. This could not be clarified further. Beginning on uuuu/feb/uu patient experienced an "attempt" to remove the filter which was not possible to describe as the filter is crooked or angled and it could not be "lassoed" to remove it. This was further described as the date was more than 4-weeks from when the filter was implanted and daughter of patient was told it should have been removed within 4-weeks from time of implant. No further information could be obtained as daughter of patient stated she had to go. The implanting surgeon and facility could not be obtained at time of call. There was no additional information available.